Manufacturer narrative:
Additional information added to: the customer¿s experience with the source pump module not alarming for air in line was not confirmed in the device event logs or replicated during testing. ¿the pcu event log showed biomed pulled logs on (B)(6) 2019. Prior to biomed retrieving the logs, the device was in use (B)(6) 2019. Lvp s/n# (B)(4) was infusing a basic infusion of 100 ml at a rate of 100 ml/hr. The suspect device was paused prior to completing its programmed infusion. ¿testing performed on the source pump module¿s air detection system found the device detecting air within specification. ¿there were no anomalies observed during the inspection of the air in line assemblies. ¿customer did not provide the event administration set for investigation. The root cause was not identified in this investigation.

Event description:
It was reported that the device did not alarm air in line as expected. The nurse turned the device off before the air reached the patient. Biomed attempted to replicate the event but was not able. Although requested, no further information was received.

Manufacturer narrative:
The customer¿s report with the source pump module not alarming for air in line was not confirmed in the event logs or reproduced during testing. . Functional testing performed on the returned pump module found no irregularities. The pcu event log identified unsuccessful attempts from the biomed to re-create the event on (B)(6) 2019. Prior to biomed retrieving the logs, the device was in use (B)(6) 2019. At this time, additional lvp (s/n# (B)(4) was also in use. The returned device completed programmed infusions before being paused. The additional lvp was also paused, but prior to completing its programmed infusion. The source pump module¿s air detection system was tested using the air in line threshold test protocol (dir# (B)(4) the pump module¿s air detection system was operating within specification. The root cause was not identified in this investigation.

Event description:
It was reported that the device did not alarm air in line as expected. The nurse turned the device off before the air reached the patient. Biomed attempted to replicate the event but was not able. Although requested, no further information was received.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device did not alarm air in line and the nurse turned it off when the air was close to the patient. Biomed attempted to replicate the event but could not. Although requested, no further information was received.